Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the product would not tighten. The product broke.no fragment of the product remained in the patient. Patient complications were also reported unknown.